Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high pacing thresholds. Additional information indicates that this was due to patient's condition. This lead was abandoned surgically. No additional adverse patient effects were reported.